Manufacturer narrative:
1/10/2020, it was decided to remove/add code suture tab displacement to device code to more accurately capture the reported event. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation, it was observed suture tabs were not aligned correctly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address the tab displacement, and to identify the potential driver(s) for this occurrence. Clarification on previous supplemental: device code "suture tab displacement" added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na , no patient contact. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor cpx4 with suture tabs tall height smooth expander suture tabs were not aligned with the port. Doctor opened the expander and noticed the issue. No patient contact or adverse event reported.